Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that the patient with this pacemaker exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. This explanted device will not be returned. No infection involved on device and leads.

Manufacturer narrative:
This supplemental is being filed that there is no infection involved for device and leads.

Manufacturer narrative:
This supplemental is being filed that is to correct the patient's details.

Event description:
It was reported that the patient with this pacemaker exhibited no infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead were explanted and right (ra) lead remain in service. There were no adverse patient effects reported. This explanted device will not be returned. Additional information indicates the correction of patient's details.